Event description:
A hospital reported that the wire in a pulmonetic circuit (19091-103) melted and fused together. A fisher and paykel healthcare hc500 respiratory humidifier was attached to the pulmonetic circuit. It was reported that the pt was unharmed by this incident.

Manufacturer narrative:
This report was prepared by rep. The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation still underway. Our records indicate that no other complaints of this nature have been received for the given lot number. Conclusions: no conclusion can be made at this time.